Event description:
After incision of a surgical procedure, physician noticed the blade on the scalpel was discolored. He ordered a culture of the blade to see if the blade had a contaminate on it. The blade was removed from the field. Picture taken of the blade. This was a blade manufactured by medline. Lot #102782. It did not come in one of the or packs. It was given to the surgeon during the procedure. Blade wrapping and blade kept. Picture is available.